Manufacturer narrative:
Lot number is not available for this event. Request sent to site for lot number, response to this request was received, and the site reports they do not record lot numbers for jada devices. A good faith effort to obtain lot number has been attempted. Jada was used as a treatment intervention with a patient experiencing severe pph that uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." Warnings provided on the jada labeling state that "failure to improve indicates the need for reassessment and possibly more aggressive treatment and management of pph" and "jada is not a substitute for surgical intervention and fluid resuscitation of life-threatening pph." There is no report or evidence that suggests a device malfunction occurred. The serious injury in this case was the surgical intervention of dilatation and curettage after jada use. The patient in this case was experiencing severe pph. The serious injury listed above of d&c is standard treatment for pph to treat continued bleeding by removing retained placental tissue. The jada device must be removed to perform the d&c, and the health care providers then continued jada treatment after retained products were removed. In this event, jada was used to control severe pph that was unsuccessfully treated by several uterotonics. As we are unable to rule out the use of jada in contributing to the need to escalate care to a d&c for retained placenta removal and subsequent jada device use, we are reporting this as a MDR in an abundance of caution.

Event description:
On (B)(6) 2021, an alydia health employee received a completed jada experience survey form that reported jada did not stop the postpartum hemorrhage (pph) and noted, "d&c" in the area on the survey designated for feedback when jada did not stop bleeding' and "or for curettage for retained placental tissue" in the area of the survey designated for 'other intervention'. The event date for this survey was on (B)(6) 2021. The information provided for this event was received from the survey and is very limited in detail. Follow up request made for further information was declined by this site, therefore there is no further information on the timing or use of jada for this event. This patient is described as having delivered via a vaginal induction and had a medical history of gestational hypertension and advanced maternal age. Her pph started less than one hour after delivery. Prior to jada use she received unknown doses of oxytocin double-concentrated, cytotec, and hemabate. The patient's blood loss prior to jada use was not reported, total blood loss for the entire event was reported as 2093 ml, which is severe pph. There was an additional handwritten note on the jada experience survey that "jada replaced after d&c, with better outcomes." The jada device must be removed for the d&c to be performed and for retained products to be removed, and then the jada device was replaced to continue treatment for pph, which was reported as a "better outcome."